Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that the device was shredding skin. No additional information is available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the device was shredding skin. The customer returned an electric dermatome device, serial number (B)(6), for evaluation. Product review of the electric dermatome on january 16, 2020 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was not in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on january 16, 2020 which included replacement of the vespel bearings and semi-circle bearings. Electric dermatome, serial number (B)(6), was then tested and functioned properly. Service notification number (B)(4) dated december 26, 2019. While the returned product investigation confirmed that the control bar was in the wrong position, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the vespel bearings and semi-circle bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.